Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 350 mg/dl at the time of incident and the current blood glucose level was 422 mg/dl. The customer was treated with insulin pump and took 7units of humalog by needle for high blood glucose level. The customer experienced no symptoms related to high blood glucose level. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The customer also reports that there were multiple large bubbles present along the tubing length. The size of the air bubbles was 3 bubbles 1/8th of an inch long about 5-6 inches from the reservoir. The insulin pump, sensor and the reservoir will not be returned for analysis.